Event description:
On (B)(6) 2011 customer reported that they found a leak on top of the syringe pipettor of the immage 800 instrument. Customer stated a puddle on top of the instrument was observed due to the dripping liquid, and the leaking fluid was not identified. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and found an overflow from the sample mixer/probe wash station. Fse stated a drain hole was obstructed by debris. Fse cleaned the drain hole and replaced a vacuum line filter. Repairs were verified per established procedures.

Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).